Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 30-may-2024, it was reported that patient faced five infusion sets fell off events during use between 05/30/2024 - 06/04/2024. The first infusion set was in use for 1-2 days, the 2nd was in use for 5 hours and the rest 3 sets was in use for 2-6 hours. Patient blood glucose level was found high. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.